Event description:
A patient reported that their implantable neurostimulator (ins) was moving around under their skin when they would lay on their right side. It was also reported that the patient would experience pain after recharging, when they would remove the belt from the pressure. The patient stated that initially it was not really noticeable, just a little ache, but since they had an injury it had gotten worse. It was noted that the issues had been present since the patient was implanted on (B)(6) 2016. Adhesive discs were also sent to the patient to try to see if not using the belt resolves the pain after recharging. It was noted that the patient had an appointment with their hcp and a manufacturer representative on (B)(6) 2016. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.